Event description:
Clinical trial. It was reported that 342 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a reintervention. The patient presented to the hospital at the time of the index procedure due to recurrent angina and stress test which showed inferolateral hypokinesis (date unknown). The index procedure identified and treated two target lesions. Target lesion 1 was identified in the l-av (left atrioventricular) with 80% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was direct stented with a 3.0 x 12mm taxus express2 stent with 0% residual stenosis. Target lesion 2 was identified in om1 (1st obtuse marginal) with 99% stenosis and a 2.5mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 2.5 x 16mm taxus express2 stent beginning in the proximal portion and extending across the origin of the bifurcation, jailing the inferior branch. It was reported that there appeared to be some under-expansion of the stent distally as well as some possible plaque at the distal end of the stent that was not covered by the stent. Balloon dilatation was performed to fully expand the stent and a 2.5 x 8mm taxus stent was deployed, overlapping with the previously placed stent in the distal portion of the superior branch of om1 leaving a residual stenosis of 0%. The patient was discharged the following day on asa and plavix. The patient was admitted 342 days following the index procedure due to recurrent angina and ECG showed sinus rhythm, possible left atrial abnormality and minor non-specific st-t changes. Angioplasty was performed to the side branch of the om due to focal in-stent restenosis (isr) and an attempt was made to cross the total occlusion in om1, but was unsuccessful. There was no further treatment of the isr. Angioplasty was also performed to the distal rca and the svg to om1. The patient was noted to be somewhat unstable; therefore, pain medication was administered, but he experienced a drop in oxygen saturations and blood pressure requiring reversal of the sedation with mazicon and narcan. Due to hypotension, fluids, a transient dose of dopamine and a single dose of neo-synephrine were administered. When the patient became responsive with normal blood pressure, the total occlusion of the first marginal was again attempted to be crossed, but was unsuccessful. The patient was discharged in stable condition the following day on asa and plavix. The relationship of the taxus stent to this event was listed as probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.